Event description:
It was reported that the global brand protection latam team has performed a test purchase, 2 different non-authorized and suspicious sellers. All products bought are listed. No patient involvement reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/2/2024. Additional information was requested, and the following was obtained: how was the product purchased? Test purchase performed by suppliers responsible for investigating the incidents. Is there an indication of how the product was distributed? No. Is there any indication of the source? No. Based on the packaging, is there any indication of which market the original genuine product may have come from? No. Was the device used on a patient? If so, was there any patient consequence? No. Is a photo available of the product? Yes ¿ attached. Is the device available to be returned for evaluation? If so, please provide the status of the return sample and any available tracking information. Samples are available to be sent to qa team." Investigation summary: according to the information received, the reported event for the gst60d reload was suspect diversion, suspect tampering & suspect counterfeit product. This is an analysis of the photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photos show a tyvek with the product code gst60d, lot # t84g34, exp. Date: 2024-09-30. The t84g34 lot number is not found in our quality tracking system. Additionally, there are significant differences observed between the suspect packages and the authentic packages/artwork. The lot number and expiration date on the suspect packages do not match any information in our johnson & johnson/ethicon endo-surgery systems. The analysis performed determines that the suspect package is not authentic johnson & johnson product. A lot trace was performed on the lot provided and it was concluded that the file is confirmed as a diversion. Based on the photos reviewed, the suspect diversion and the counterfeit product are confirmed.